Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of implant of a transcatheter aortic vale including portico valves were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, coronary artery disease, previous coronary artery bypass grafting, atrial fibrillation, chronic obstructive pulmonary disease, previous stroke and peripheral vascular disease. Complications from the implant of the valve included aortic regurgitation, coronary occlusion, cardiac tamponade, transient ischemic attack, stroke, bleeding, acute kidney injury, atrial fibrillation, pacemaker implant and surgical intervention, these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, "transcatheter aortic valve implantation in patients with extra small aortic annuli", was reviewed. The article presents a retrospective multi-center experience to analyze the safety and efficacy of tavi in patients with extra-small aortic annulus (saa), which is a risk factor for prosthesis-patient mismatch (ppm). Devices included in this study were portico/navitor (abbott vascular), sapien (edwards lifesciences), corevalve evolut (medtronic), and acurate neo (boston scientific). Tavi is a safe and feasible treatment in patients with extra-saa with a high rate of technical success. The use of self-expanding (sev) was associated with a lower rate of intraprocedural complications, higher device success at 30 days and better hemodynamic outcomes compared to balloon-expandable (bev). [The primary and corresponding author is luis nombela-franco, (B)(6) hospital, idissc, calle del prof martín lagos, s/n, (B)(6) , madrid, spain, with email: (B)(6). The time frame of the study is unknown. A total of 150 patients were included in this study, 110 underwent tavi with an sev and 40 with a bev. The average age was 83 years old, and the average gender was female. Comorbidities included diabetes, hypertension, coronary artery disease, previous CABG, atrial fibrillation, copd, previous stroke, peripheral vascular disease. Post-procedural complications included aortic regurgitation, coronary occlusion, cardiac tamponade, transient ischemic attack, stroke, bleeding, acute kidney injury, atrial fibrillation, pacemaker implant, surgical intervention.